Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. Additional information was received via email on (B)(4) 2014 reporting the complainant stated "they didn't pierced the balloon in order to remove it. No issues on the patient." On (B)(4) 2014 additional information was received via email reporting that the complainant further stated" yes, the catheter was replaced by another one. But, still some leak on the small balloon. So they've inflated it 2/3 mil every 15 days. Finally, they've removed the catheter from the patient. No, there is no complaint on the second catheter." No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014.

Event description:
It was reported "on (B)(6) 2013, the doctor put the foley tube on the patient. The same day they have reported a leak on this foley tube. The small balloon was blown up at 7cc and blown up again at 10cc. The foley tube was removed on (B)(6) 2013 due to urinary leak. The small balloon was pierced."